Event description:
Customer reportedly received results of 288 mg/dl, 108 mg/dl, and 404 mg/dl on the same device within 10 minutes. No symptoms of high blood. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.